Event description:
A medtronic representative reported that during a cranial resection procedure, the navigation software exited unexpectedly when attaching a microscope cable. The medtronic representative was able to restart the system allowing the navigation to continue. There was a 10 minute delay and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site will not provide patient information due to (B)(4) privacy laws. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
Patient information has not been received. No parts have been received by the manufacturer for analysis.